Event description:
Reportedly the patient developed "many problems including pain, nerve injuries, and mental anguish. I'm worried things will get worse."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with the following pre-op diagnosis: cervical disc herniation, c6-7, with myelopathy and radiculopathy and underwent following procedures: anterior cervical diskectomy, c6-7. Decompression of spinal cord and nerve roots using microsurgical dissection techniques and operating microscope. Anterior cervical arthrodesis utilizing peek cages and bone morphogenic protein. Anterior cervical instrumentation with plates and screws. As per op-notes, ¿the posterior longitudinal ligament was opened, as well, and fragments which had extended beyond that were removed. Bilateral foraminotomies were completed. The disc endplates were drilled out. The site was copiously irrigated with antibiotic solution. After ensuring hemostasis, the disc space was sized and a 6-mm lordotic peek cage was selected. This was filled with bone morphogenic protein sponge and placed under direct visualization into the interspace. Retractors were released and the graft held securely. A 25-mm plate was selected, placed over the anterior vertebral bodies, and secured with 13-mm bone screws. Locking screws were secured over this. The x-ray confirmation was obtain ed. (B)(6) 2008: the patient presented with the following pre-op diagnosis: cervical disk herniation, c5-6. Status post anterior cervical diskectomy fusion instrumentation, c6-c7 and underwent following procedures: anterior cervical diskectomy of c5-6 with microsurgical decompression of spinal cord nerve roots. Anterior cervical arthrodesis of c5-6 with peek cages, granules, dbx, and autologous blood. Removal and re-implantation of anterior cervical hardware c6. No intra-operative complications were reported.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.